Manufacturer narrative:
The device is not being made available for evaluation at this time. Should the device become available. A follow-up report will then be submitted.

Manufacturer narrative:
The device was returned and evaluated. Alleged event could not be duplicated.

Event description:
Customer is unhappy with unit and had 30 additional hours in after delivery. Alleges unit turns on by itself and runs. Multiple time event. Provider could not duplicate event. Claims she ran her foot over.

Event description:
Customer is unhappy with unit and had 30 additional hours in after delivery. Alleges unit turns on by itself and runs. Multiple time event. Provider could not duplicate event. Claims she ran her foot over.